Manufacturer narrative:
On 10/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the scope was recalibrated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, during a cranial resection procedure, the surgeon alleged their scope was 1 centimeter inaccurate. The alleged inaccuracy occurred while in the navigate task. Noted was that the pointer probe was deemed accurate. No further details regarding this issue were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: 20002773438. Patient information provided. There was a reported delay to the procedure of less than 1 hour due to this issue.